Event description:
This case was initially received via regulatory authority (reference number: mw5075947) on 28-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("device migrated into my uterus"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("low back pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: consumer selected the seriousness criteria: disability/permanent damage, required intervention, however, she did not specify and/or assigned to one of the events in her narrative. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5075947) on 28-mar-2018. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("device migrated into my uterus"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion disability), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and back pain ("low back pain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: consumer selected the seriousness criteria: disability/permanent damage, required intervention, however, she did not specify and/or assigned to one of the events in her narrative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.